Manufacturer narrative:
The unit was monitored. All of the operating currents were within specification. The unit passed the displacement test and self-test. The unit did not have a high pitched noise. However, the unit had an intermittent button response due to an unlocked lcd connector. The unit had a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a high pitched noise coming from the device. The customer also reported an unresponsive keypad and a dark circle on the display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.